Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 10. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm vollure¿ xc started leaking out around the needle while injecting. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used. This was the confirmed initial use of the syringe.